Event description:
It was reported that the patient was not able to charge their implantable neurostimulator (ins). It was noted that a communication p roblem was reported. It was noted that the patient saw the reposition antenna screen on the recharger. It was noted that the patient saw this message two days ago. It was noted that it had been awhile since the patient had last charged, they thought they last char ged the ins in september. It was noted that the patient had not used the device in a while. It was noted that the patient just had shoulder and bicep surgery which was not related to the therapy. It was noted that the recharger charged just fine. It was noted that the patient reported poor communication on the patient programmer. Additional information received reported that the patient was not able to adjust stimulation. It was noted that the display showed a ¿call your doctor¿ icon and a power-on-reset (por) condition. It was noted that the action resolved the reported issue. It was noted that the patient had no stimulation sensation. It was noted that the patient had not had stimulation since surgery which caused the unit to go dead in sleep mode. It was noted that the patient had not had stimulation since august. It was noted that the patient needed more stimulation on the left side and was only feeling stimulation of the left side. It was noted that the patient switched to b and it was more on the left side. It was noted that the patient increased to 6.5 volts in b but ¿aiming on one side.¿ it was noted that the patient went back to a since it was covering 4 different areas.

Manufacturer narrative:
Concomitant: product ID 3888-45, lot# v758212, implanted: 2011-(B)(6), product type lead. Product ID 3708240, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 37752, serial# (B)(4), product type recharger, product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3998, lot# v603776, implanted: 2011-(B)(6), product type lead. (B)(4).